Manufacturer narrative:
Device review of the reported lot determined that the device was manufactured on 31-dec-2013. There have been no other events for the lot referenced. Visual inspection of the returned device confirmed that the device is damaged on the inferior side due to attempt at implantation. Machine markings are still present. There are no signs of delamination or discoloration. The investigation confirmed that the device was damaged during attempt at implantation. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case while the surgeon was making the tibial insert to the baseplate, the tibial insert was damaged. This did not affect the outcome of the case which was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.

Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case while the surgeon was making the tibial insert to the baseplate, the tibial insert was damaged. This did not affect the outcome of the case which was successful.